Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported in a journal article that the patient underwent a mitral valve replacement procedure via standard median sternotomy with the use of cardiopulmonary bypass, mild systemic hypothermia, and cardioplegia via the administration of warm blood on unknown date and the suture was used for papillary muscle repositioning/pmr as a subvalvular apparatus-sparing method. During the procedure, both leaflets and all chordal structures were entirely resected and the suture was placed through the heads of both papillary muscles from the posterior face to the anterior face and sutured to the posterior side of the annulus leaving no space between the heads of the papillary muscles and the annulus. Following the procedure, the patient possibly experienced pleural effusion, arrhythmia, bleeding or tamponade. It was also reported that the patient possibly died of respiratory failure complicated by sepsis. Additional information has been requested.